Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between january 6, 2025 ¿ january 8, 2025. H11: nine (9) devices were received for evaluation. A visual inspection was performed, and a leak out at one side of the bladder crimp was observed. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least 10 (ten) large volume infusors were leaking from the balloon inside the device. Slow leaks were observed after injecting the dextrose 5% into the pump. The issue was observed after compounding. Droplets were observed coming from the bottom of the balloon (between the plastic of the pump and the balloon itself inside the pump). There was no patient involvement. No additional information is available.